Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube and loose drive support disk.

Event description:
It is reported that the drive support cap is protruded. Customer stated that the insulin pump has a crack on the reservoir window. Advised customer that the insulin pump must be replaced. Nothing further reported.